Event description:
It was reported that after a trial procedure, the patient was experiencing sharp pain at the lead site. The physician removed the right lead and kept the left lead implanted in the patient. The patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
It was reported that after a trial procedure, the patient was experiencing sharp pain at the lead site. The physician removed the right lead and kept the left lead implanted in the patient. The patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. Additional information was received that the patients lead was coming out of the skin causing irritation.